Event description:
It was reported that the patient passed away. No additional or relevant information has been received to date.

Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates; corrected data; initial MDR inadvertently omitted settings known prior to submission.